Event description:
The facility reported a colleague infusion pump with a malfunction of "needed manual tube release" on channel c, which could cause an interruption of delivery. It is unknown when this condition occurred, but it is known that the event occured in the general pt ward. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. Software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump which needed a maunal tube release on channel c was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.